Manufacturer narrative:
An event of material split, cut or torn was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Images were provided; however, the type of damage observed could not be conclusively related to a manufacturing defect. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, process controls were followed as documented. The investigation into the reported issue has indicated no evidence of a manufacturing defect. No deviations were identified during the review.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath to treat a left atrial appendage (laa). All steps were performed per instructions for use (IFU). During the procedure the thread on the rear of the delivery sheath broke, damaging the loader of the occluder. The occluder and delivery sheath were removed from the patient. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.